Event description:
The customer reported that the screen displayed a gray fuzzy image during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and horizontal lines on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of gray fuzzy image, no image and horizontal lines on image was traced to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.